Event description:
Pt reported that the pump had no audible sound.

Manufacturer narrative:
The pump was returned and evaluated by animas. The pump was found to have a damaged solder connection to the piezo.